Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the surgeon explanted the zmb00 22.0 diopter intraocular lens in a secondary procedure from the patient's left eye. It was stated that the lens was implanted (B)(6) 2014 and subsequently one of the haptics had come out of the bag and was in the sulcus region causing some issues with the patient's vision and iris chafing. Since the lens was otherwise fine as far as the patient's vision, the surgeon first attempted to place the haptic back in the capsular bag. This did not work because the anterior and posterior capsule had become bound together. The surgeon then removed the zmb00 by first elevating out of the bag and then cutting in half and pulling out both pieces. The surgeon then attempted to implant a zma00 lens, which was not successful. The surgeon noticed that the capsule had a rent. The zma00 lens was cut out and a vitrectomy was performed. The physician implanted an anterior chamber lens (ac) and incision was sutured. The report on the zma00 lens has been submitted in detail in a separate medwatch form 3500a 9614546-2015-00041.

Manufacturer narrative:
(B)(6). Device evaluation: a review of the manufacturing records for the lens was performed. The production order was released per sterilization batch on (B)(6) 2014. There were no non conformances with respect to the final product release process. The production order was not produced under deviation. There were no process and/or material changes within the production order. There were no non conformances with respect to the sterilization process. Review of the optical measurement performed at final inspection showed the lens was within cosmetic and power specification. Results of environmental control showed that there were no environmental monitoring related non conformances within the timeframe the lens was manufactured. There were no associated nonconformity materials reports. One non conformance was identified in the production order; however, it was not related to the described complaint. A search on complaints revealed that no other complaints for this order number were received to date. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Visual inspection of the photograph available showed that the lens was cut in half. The lens condition is consistent with a lens that was explanted from the patient's eye. Due to the condition of the lens in the photograph, no further investigation was possible. All pertinent information available to abbott medical optics has been submitted.